Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 460 mg/dl at the time of the incident. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer had a backup plan available. The customer was not calling back to perform a high-pressure test. The customer does not alleged that the insulin pump was under delivering. The insulin pump passed the high-pressure test. The customer was advised to change the entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.